Event description:
It was reported that for a procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation before insertion into the body, it was noticed that there was something in the irrigation port that could not be determined whether it was air or foreign substance; it did not move despite flushing, which made it unable to be determined what was it. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The device has been received for analysis. During product analysis it was observed that there was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it won't be in contact with the inner section. The no problem detected code was selected for the reported allegations. The allegations were unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that for a procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation before insertion into the body, it was noticed that there was something in the irrigation port that could not be determined whether it was air or foreign substance; it did not move despite flushing, which made it unable to be determined what was it. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.